Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2016, procedure date, as no event date was reported. Initial reporter name and address: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo was used during a vaginal hysterectomy, anterior and posterior repair, transobturator tape, and transvaginal left ovarian cystectomy procedures performed on (B)(6) 2016 to treat a patient with female stress incontinence, large ovarian cyst and a left side large cyst. As reported by the patient's attorney, the patient experienced an unknown injury.